Event description:
Capture management shows variable thresholds between 1.5-2v, manual threshold is apparently 1v both when sitting and lying down. Diagnostic testing/troubleshooting performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).